Manufacturer narrative:
(B)(4). Unit was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. Unit had cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the battery life had decreased from first day, unexplained and random no delivery alarms. No harm requiring medical intervention was reported. The device will be returned for analysis.